Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reported a leak occurs where short tubing connects to top of cannula housing. Customer stated he notices the leak when his blood glucose becomes high and he feels wetness at the site; was able to self- treat. Alleged infusion set has been discarded. No adverse event reported. No product will be returned.